Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10 therapy date: this event occurred on 03/15/2026 or 03/16/2026. D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the main line of an exactamix 2400 valve set. The reporter stated that ¿the valve set does not seem to be fully secure.¿ there was no patient involvement. No additional information is available.